Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals. The impedance of the delivered shock was found to be 1 ohm and a charge time (CT) error code was declared. The patient was hospitalized where diagnostic imaging revealed the s-ICD electrode had dislodged. Boston scientific technical services (ts) was contacted and confirmed the clinical observations required an emergent system replacement. S-ICD shock therapy was programmed off and a revision procedure was scheduled. The physician subsequently explanted and replaced the s-ICD system to resolve the event and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of this device noted an arc mark on the titanium case. Review of the stored memory confirmed a 1 ohm shock was delivered on 12-aug-2023. Additionally, the charge time (CT) code was confirmed. Arcing damage like that seen on this device can is consistent with an attempt to deliver therapy when in close proximity to the electrode, which may cause internal damage to the circuitry. As the field was able to confirm electrode dislodgement via diagnostic imaging, evidence suggests the close proximity of the device and electrode occurred following this dislodgement. Based on inspection and analysis of this device, evidence indicates that the arcing damage occurred while attempting to delivery shock therapy, while the electrode was in close proximity to the device. This arcing damage resulted in the clinical observations of over-sensing, inappropriate shock therapy, and low, out-of-range shock impedance measurements, and CT code.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals. The impedance of the delivered shock was found to be 1 ohm and a charge time (CT) error code was declared. The patient was hospitalized where diagnostic imaging revealed the s-ICD electrode had dislodged. Boston scientific technical services (ts) was contacted and confirmed the clinical observations required an emergent system replacement. S-ICD shock therapy was programmed off and a revision procedure was scheduled. The physician subsequently explanted and replaced the s-ICD system to resolve the event and no additional adverse patient effects were reported. The explanted system was returned for analysis.